Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed, and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short-simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the homechoice device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b1 and h1. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient became unresponsive during fill 2 of 4. The patient was connected to the homechoice device at the time of the event. It was reported during second fill, the patient took an unspecified medication then went to lay down, subsequently the patient became unresponsive. The caregiver reported the paramedics were called to the home and ¿they revived the patient¿ then transported the patient to the hospital where the patient was placed on life support. Three days after being hospitalized the patient passed away. The cause of death was not reported. The caregiver reported that the emergency room stated that "there was no evidence of a heart attack". It was not reported if an autopsy was performed. It was not reported if the patient was performing therapy at the time of death. No additional information is available.